Event description:
It was reported that an external fluid leak was observed during priming with a gambro cartridge set, described as "a defect occurred in the c-3 line". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.